Event description:
It was reported that a large volume infusor was leaking. It was not specified what solution the device was filled with. It was not specified at what process step the event occured. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot manufactured from 09/19/2014 to 09/20/2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection noted fluid inside the housing of the device which indicates that leakage occurred. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related tr this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.